Event description:
It was reported that episodes of far-field r wave oversensing and automatic mode switch were observed on the device. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.